Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced a deformed stopper. The following information was provided by the initial reporter: material no:324910, batch no: 0167709. Parent reported when pulling the plunger back to draw the medication it seems the black stopper is lop sided in the barrel. Stated the black stopper is diagonal in every syringe in this batch - which is making it difficult to measure correctly and draw up the medication.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (22) loose 3/10cc, 6mm syringes. Customer states that the black stopper was lopsided in the barrel and it is making it difficult to measure correctly and draw the medication. All returned syringes were examined and all exhibited a deformed stopper in the barrel which could cause the plunger rod to be difficult to move in the barrel. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for insufficient barrel lube. Root cause: insufficient barrel lune. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger / stopper to move with limited ease. Found several lines from the ivek pumps were damaged and crimped. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced a deformed stopper. The following information was provided by the initial reporter: material no:324910 batch no: 0167709. Parent reported when pulling the plunger back to draw the medication it seems the black stopper is lop sided in the barrel. Stated the black stopper is diagonal in every syringe in this batch - which is making it difficult to measure correctly and draw up the medication.